Manufacturer narrative:
(B)(4): this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis; and the patient subsequently died. The reported breach in aseptic technique was not further identified. On the day of the event onset, the patient experienced abdominal pain and cloudy effluent; which are known manifestations of peritonitis. The patient was hospitalized that same day for the event of peritonitis. Also that same day, the patient started treatment with intravenous amikacin (100 mg daily) and intravenous cefazolin (1g daily) for peritonitis. The following day, the patient passed away. The cause of death was reported as an unrelated medical condition; however, an autopsy was not performed. Therapy remained ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.